Event description:
On (B)(6) 2012 - received today the details of this event. It was reported this event occurred in the pediatric intensive care unit on a (B)(6) male patient. During passage of the dilator over the guidewire, it was detected the wire kinked and then broke. A part of the guidewire remained in the patient. The procedure was cancelled and the tip of the guidewire was removed from the subcutaneous tissue. The guidewire appeared to have frayed, as fibers of the internal wire able to be seen. An eco-doppler was later taken and detected no hematoma, or vascular compromise. There are no report patient complications or death.

Manufacturer narrative:
(B)(6). Follow-up report will be filed if additional information becomes available.